Manufacturer narrative:
Device not yet analyzed by quality control laboratory. Internal documentation shows that icp probe has been manufactured in accordance with quality requirements. The analysis will make it possible to know the causes of the appearance of this incident.

Event description:
Icp probe has been implanted. Few minutes later, the monitor showed an error (probably e002). The icp probe has been explanted and replaced.